Event description:
Paramedics responded to a person described as in cardiac arrest. According to the reporter, excessive artifact prevented reading the pt's electrocardiogram. 2 shocks were administered and the pt's rhythm was converted to sinus tachycardia. Pt was resuscitated and transported to the hosp. The reporter stated that when the summary strip chart was printed, no electrocardiogram was printed on the paper. The reported artifact was later determined to be due to 60 cycle noise from an electric blanket.